Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had experience to hyperglycemia. Customer's blood glucose level was 422 mg/dl at the time of incident, in morning 308 mg/dl and 269 mg/dl after giving 6 units by syringe. Customer treated with manual injection and insulin pump. Customer declined troubleshooting for high blood glucose. Customer reported that the insulin pump received multiple alarm but customer able to complete rewind. The insulin pump will not be returned for analysis.